Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding major was most likely patient movement related as it occurred after being transferred.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella 5.5 support and the patient had slight oozing/hematoma at site. After several days with the hematoma heparin was stopped due to continued oozing at insertion site. The staff observed and mashed out hematoma and bleeding was resolved. The patient remains on support therefore the explant date and patient outcome are unknown.

Event description:
The complainant reported that the patient on impella 5.5 support had placement signal unreliable alarm.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Snr drops to 0, light is noisy, contrast is oscillating, gain is noisy, and lamp is at 100 since case start. A similar issue is on the pump prior to this one on the same console. Mc is mostly stable throughout the case. Ps is noisy with psnr alarms consistent throughout the case. The cause of the optical issue was not determined since product was not returned. Fm was changed from placement signal issue to optical signal issue as the 5.5 does not have a dp sensor. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Added h6: for optical signal issue per a retrospective review of optical signal issues in accordance with FDA recommendation.